Manufacturer narrative:
(B)(4). The investigation revealed that the field service engineer (fse) found that the stand goes out intermittently, which was caused by low voltage power supply. Replacement of the "(B)(4) stand bv25(g) vpk" (power supply), solved the problem.

Event description:
The customer reported that the device stops and keeps switching off when the x-ray tube is used with the pedal.